Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 163665 28mm dia cocr mod hd +9mm nk lot# 185000, item# 11-105913 arcom 28mm rngloc lnr 10deg23 lot# 445330. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03463; 0001825034 - 2018 - 03464.

Event description:
It was reported patient underwent a revision procedure approximately 15 years post-implantation due to pain. Attempts have been made for additional information; however, none is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Xray review indicated acetabular cup showed slight incline. Suboptimal evaluation of bone mineralization, but overall no definite large areas of osteopenia/osteolysis. No fracture, dislocation, or bone erosions were indicated. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.